Event description:
It was reported that while in the cardiac care unit (ccu) the intra-aortic balloon (iab) was inserted into the patient. After the iab was placed, the balloon was unable to fully inflate. The pump (iap-0500 s/n (B)(4)) alarmed "high pressure." The md performed an x-ray and found that the iab was not fully inflated. As a result, the iab was removed and a new iab was inserted into the patient's opposite femoral artery. There was no reported patient death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed/interrupted for the time frame required to retrieve a new kit and insert the second iab. There were no reported patient complications and the patient outcome is fine.

Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.